Manufacturer narrative:
Evaluation, results: deformation problem; inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology - 75% stenosis and moderate calcification). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology - 75% stenosis and moderate c alcification); known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).

Event description:
It was reported that a physician was attempting to deploy a 2.75mm diameter x 24mm length endeavor resolute drug eluting-stent in the proximal riva. Target lesion exhibited 75% stenosis and moderate calcification. It was reported that difficulties were experienced positioning the device across the lesion. It was not possible to place the stent in the stenosis, so the physician decided to remove the stent. The physician investigated the stent again and noted a defect on the stent struts. The device had been inspected prior to use with no abnormalities noted. No patient injury or clinical sequelae were reported for this event. Device evaluation: the device was returned for evaluation. The stent was positioned between the marker bands as per specifications. The 1st distal stent was slightly raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).